Event description:
The event is reported as: the customer alleges that on intubation a plastic shard broke off where the handle connects to the blade. Intervention - the shard fell into the patient's mouth and was removed without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.